Event description:
A customer contacted beckman coulter regarding erroneous low hematocrit (hct), result from a single patient that was generated by the coulter act diff 2 instrument. The hct result was 16.7%. The patient was admitted to the hospital because of the low hct result. The hospital ran hct test on the patient and obtained 31% for hct. The customer pulled the same blood out of the refrigerator for the next day and ran hct in duplicate and received 32.7% and 32.5%. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.